Event description:
Boston scientific received information that due to difficult patient anatomy, the physician could not access the coronary sinus with multiple guide wires and catheters and didn¿t have the opportunity to attempt to place a transvenous left ventricular (lv) lead. The efforts to gain access resulted in the patient having to undergo a thoracotomy. Following placement of the device and the right ventricular (rv) and right atrial (ra) leads, the patient recovered without further complications. The physician was going to seek cardiac surgical consultation for placement of an lv epicardial lead. No other adverse events have been reported.

Manufacturer narrative:
Efforts to obtain additional information regarding this patient were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.